Manufacturer narrative:
Results: the penumbra aspiration pump max (pump max)could not reach vacuum beyond -24 inhg (figure 2). The pump max housing was opened by the penumbra investigator and it was noticed that some of the zip ties holding the tubing to the brass fittings inside the pump housing were loose. Conclusions: evaluation of the returned device confirmed that the pump max was unable to generate full vacuum. The calibrated vacuum gauge confirmed that the pump had insufficient vacuum pressure. The pump max housing was opened and some of the zip ties holding the tubing to the brass fittings inside the pump housing were loose. The loose zip ties likely allowed air to enter, preventing the pump max from reaching full vacuum. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the mca using a penumbra system aspiration pump max 110 (pump max). During the procedure, the hospital staff noticed that the pump max was unable to attain full vacuum since it only went up to more -22 in/hg; however, the procedure was able to be successfully completed using this same pump max. There was no report of an adverse effect to the patient. After the procedure, the sales representative confirmed that the pump max was unable to reach full vacuum.